Event description:
Additional information received reported that the replacement surgery was successful and the patient was receiving much better coverage and pain relief.

Event description:
It was reported that the patient had a lead revision and system upgrade. It was noted that there were not customer concerns, quality or product performance issues, or patient symptoms. It was further noted that the ¿patient hit a big pothole¿ and their lead migrated 2 weeks post implant. The physician reportedly elected to replace with paddle rather than revising. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-60, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4), product type programmer, patient product ID 97791 lot# n392057, implanted: 2013 (B)(6); product type accessory. (B)(4).